Manufacturer narrative:
Zimmer biomet complaint (B)(4). Based on dhrs, the product was made to print and correct materials. Product left conforming to print as there was no evidence that states otherwise. ¿the exact stem removal jaw skid pad appears to have failed in a bending overload likely as a result of over-tightening of the instrument handle as evident by the plastic deformation observed around the handle interface hole as well as the embedded particles in the skid pad,¿ and/or not inspected for wear and disfigurement prior to use, which may have prevented the use of the instrument and its failure.review of device history records found these units were released to distribution with no deviations or anomalies. Review of complaint history found no additional issues for this lot. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic part on the exact stem removal jaw fractured. No further information is available